Event description:
It was reported that high pacing lead impedance was observed. Lead fracture was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No fracture or other anomaly was found.